Manufacturer narrative:
The pump was received with a blank display due to corroded electronic assemblies. No beeping was noted. Unable to verify the black lines on the display due to the blank display. No vibrating was noted. The pump was received with a corroded motor home switch. The pump was received with a corroded battery tube, a cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The screen had vertical black lines on it. The customer could barely see the icons on the screen. The insulin pump started to beep continuously and now the screen was blank. Customer's blood glucose level was 115 mg/dl. The insulin pump was vibrating without an alarm or alert. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.